Event description:
Two staff members were transferring the resident from the bed to his wheelchair. One staff member had then pushed the hanger bar down to have the resident sit in an upright position. As soon as the resident was in the upright positon, the right shoulder clip broke and the resident fell six inches int the chair. No injuries were sustained.

Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.